Event description:
It was reported that during set up the scope was completely black and will not provide any view. It is unknown how was the procedure completed and a delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have severe distal tip and fiber damage, a cracked negative lens and a loose prism. Since there was no harm alleged to this patient no further clinical/medical assessment is warranted at this time. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions this failure is confirmed not originate from manufacturing, packaging, or labeling defects. This damage is caused by contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5 and h6: event description, annex f and e codes updated.

Event description:
It was reported that during a hip scope, the scope was completely black and will not provide any view. A delay greater than 30 minutes was reported. Another smith and nephew back-up device was available to complete the surgery.